Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The information referenced in this complaint was obtained via a post-market clinical follow-up survey administered by a third-party market research agency. The survey was conducted anonymously, and no personal identifying information was shared with philips. As a result, the healthcare facility information was not included with the survey results provided to philips.

Event description:
It was reported that an inaccurate pulse rate measurement occurred from the non-invasive blood pressure (nibp). The pulse measurement was different from another reference. A delay in the patient's treatment was reported. No additional information was provided; therefore, good faith efforts are being performed.